Event description:
The nurse was in the patient's room when the ventilator (full vent support, prvc a/c 18/570/+13 and rt titrating fio2, at 60%) shut off for less than five seconds then rebooted, screen went blank and then restarted. This happened twice within a short time frame. Respiratory therapists changed out the malfunctioning ventilator with another avea while bagging the patient. No adverse effects to patient. Biomedical engineering called the service representative. The gas delivery engine (gde) was replaced and software upgraded. The unit then passed all diagnostic tests and was placed back in service.